Manufacturer narrative:
The patient began experiencing the symptoms on (B)(6) 2025 and consulted the hcp who decided to remove the sensor. The hcp treated the patient with antibiotics augmentin and gentalyn beta cream. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the patient experienced infection at the area of sensor insertion. The sensor was inserted on (B)(6) 2025 and the symptoms first appeared on (B)(6) 2025. The symptoms included redness and rash. The patient consulted hcp who prescribed augmentin and gentalyn beta cream to treat infection. Additionally, the sensor was removed from the patient's arm.